Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad trace. No scrolling noted. Device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked reservoir tube. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons were sticking, the numbers on the screen were scrolling and the buttons have an intermittent response. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.